Event description:
Reportedly, on (B)(6) 2025, printer function was not possible and error message "too many print jobs" was displayed. The event occured several time, meanwhile only one print job was requested.

Manufacturer narrative:
Review of the provided files confirmed the reported event: several errors occurred and were displayed on (B)(6) 2025 between 9:14 am and 9:18am. This event is caused by an error encountered during a print job. A ble error occurred during the print job, causing the manager to reset ble adaptor. Another windows tool should have been reset as well, but a bug in manager prevent is from performing this operation. This event caused the print job to remained stuck and the display of the error message "too many print jobs". This case is retained and utilized for trend purposes.

Manufacturer narrative:
Review of the provided files is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, printer function was not possible and error message "too many print jobs" was displayed. The event occured several time, meanwhile only one print job was requested.